Event description:
It was further report that target lesion 1 was 75mm long. Residual stenosis was 0% following stent placement. The pt then had a right coronary artery angiogram demonstrating a total occlusion of the rca at a previously attempted angioplasty site. The physician did not feel that the occlusion could be opened at that time. The next day ECG revealed a sinus rhythm and was compatible with a right ventricular conduction delay and a remote inferior myocardial with small inferior q-waves (enzyme did not meet criteria for an mi). One hundred and fourty five days after the initial procedure the pt was admitted to the ER with an onset of chest discomfort approx five hrs prior to hospitalization and was given aspirin and mitrates. ECG revealed sinus rhythm with a narrow qrs, normal axis and some minor nonspecific cardiac enzymes were negative at that time. The pt was treatd with morphine and nitrates. The pt had a remarkable reduction in chest discomfort and was transferred to the ccu for further care. The next day the pt's cardiac enzymes met guideline criteria for an myocardial infarction, and he was started on integrilin. Cardiac catheterizatin at that time revealed lmca no flow-limiting stenosis, lcx occluded at the proximal portion of the stented segment beyond the origin of the obtuse marginal, minimal left-to-left collateral flow identified, rca proximal diffue disease, mid occlusion, 80% stenosis of the ostium of the acute merginal branch, ef 56%. The investigator did not feel that there was a reasonable likelihood of ling term patency with lcx reintervention. The vessel was not intervened upon and aggressive med management was recommended. The pt was strongly urged to discontinue tobacco abuse. The pt had a single run of wide, complex tachycardia within eight hrs of the hospitalization and no additional arrhythmias throughout his stay. The pt had symptoms of nicotine withdrawal and was started on the nicotine patch. The pt was discharged on aspirin and plavix.

Event description:
Clinical study-same case as mfg # 6000089-2005-01935 & 6000089-2005-01942. 144 days after a coronary artery drug eluting stenting procedure the patient experienced a myocardial infarction (mi). The lesion being treated in the index procedure was a 2.3mm, 100% stenosed portion of the 2nd obtuse marginal (2nd ob marg). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 2.50x24mm drug eluting stent in the target lesion. A dissection occurred so two additional 2.50x24mm taxus express2 drug eluting stents were placed with a 5mm overlap. There were no further complications. The patient was discharged the next day on plavix and aspirin. 144 days after the initial procedure the patient experienced a non q-wave mi. The patient was hospitalized and discharged the next day. In the opinion of the physician the relationship of the mi to the taxus stent is probable.